Manufacturer narrative:
The customer called technical support to report that the device rebooted on its own. Multiple attempts have been made on 04oct2024, 21oct2024, and 28oct2024 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device rebooted on its own. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with another v60, but there was no reported patient impact. The customer called technical support to report that the device rebooted on its own. The investigation is ongoing.